Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application screen on their smart device froze. Patient shut down all other running applications and the g5 application started working again. No additional event or patient information is available.